Event description:
The consumer reported having sudden loss or change in therapy and "terrible problems." Settings were increased but would not go higher than 2 volts. Batteries were changed in the programmer. All weekend, the patient had nothing but accidents and was miserable. Stimulation was not felt, but it was confirmed therapy was on. It was noted the patient suspected it may have previously been turned off which would explain why the patient was not able to increase amplitude. During the call, the patient was able to increase settings to 2.3 volts. The patient was going to monitor symptoms on new settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.